Event description:
The pt was implanted with a siltex contour profile tissue expander on 5/20/1998. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 10/6/1998.